Event description:
Ous MDR - after an implantation time of about 63 months, pacing impedance values >2000 ohm and shock impedance values >200 ohm were reported with simultaneous drop in sensing. A possible lead defect was suspected, and the revision was scheduled for (B)(6) 2014. It was also reported that the patient was admitted to the hospital on (B)(6) 2013 after "resuscitation by a lay person". During the hospital stay, the lead revision was performed. The lead was exchanged but not returned to biotronik for analysis. There is further information that a device exchange took place in (B)(6) 2014, during which the leads were left in place due to inconspicuous values.

Manufacturer narrative:
As of today, the medical product has not been received for analysis and could therefore not be analyzed itself. The provided data were thoroughly analyzed. The available iegm confirms the interference signals in the rv channel. These interference signals led to the detection of vf episodes in the rv channel. No shock delivery took place. For conclusion about the precise cause of the defect, the lead would have to be available for analysis. If additional relevant information or the device itself should be returned, the incident will then be updated accordingly.